Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 45mm rt narrow mand cat# 01-6545 lot# 180890c. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 year post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.